Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was severely calcified and anatomy location was unknown. This 3.00 x 28mm promus element mr was unable to cross the lesion. The device was removed from the patient and the physician noticed that the distal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).